Manufacturer narrative:
A ge service representative performed an onsite investigation. The video circuit boards and power connectors in workstation were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors would not display the images. This will result in the inability of the user to view the live fluoroscopic image on the left monitor. There is no report of injury or death associated with the event described in this complaint.